Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2021, the patient experienced overstimulation from the spinal cord stimulator, and had fallen three times in a 3-4 hour time span.  The patient felt the stimulation in their hands and upper body, and it "jerked" the patient forward.  The rep reported the patient had a bruise on their arm and had hit their right side and ribs and their back, which was still hurting on (B)(6) 2021.  It was reported the patient had turned the implanted neurostimulator (ins) off on (B)(6) 2021, but may have just turned it back on.  The patient was scheduled to see their doctor on (B)(6) 2021. Additional information was received from the manufacturer representative (rep). Rep clarified that the fell earlier this year 2021. Patient unsure of specific dates. Believes falls could be due to medications, light headedness not necessarily the stimulator. Uncomfortable parasthesia is positional. Troubleshooting and diagnostic indicated that everything besides the high impedances on her leads looks to be normal with the stimulator. The cause of the overstimulation was unknown, possible high impedances. Positional changes for sure. Falls haven't been resolved.